Event description:
Pt s/p coronary angioplasty and stent placement on (B) (6) 2010. Post removal of the introducer (right groin): manual pressure for 20 minutes applied, followed by hemcon patch and tegaderm to site. Approx 3 hours later after ambulating around unit area, right groin hematoma noted which warranted manual pressure for 15 minutes. Re-initiated post procedure activity restriction protocol (including 3 hours flat on back and two additional hours bedrest) post bleeding. Pt discharged on (B) (6) 2010 without complications or adverse effect.